Manufacturer narrative:
The reported device was not returned to olympus for evaluation, so the cause of the reported complaint cannot be confirmed. It was also reported that the device had not been inspected prior to the procedure, contrary to the instruction manual which contains steps for pre-procedure visual and tactile inspection of the device. As mitigation for a stuck device, the instruction manual contains emergency treatment directions for removing the device: ¿always have the olympus loop cutter (fs-5l/q/u-1), pliers and/or wire cutters ready to cut the coil sheath, tube sheath and operation wire in case the loop cannot be detached from the instrument.¿ as preventive measures, the instruction manual also states, ¿always have a spare instrument available¿ and ¿use this instrument in an environment equipped to accommodate open surgery and have the hospitalization plan prepared in case any problem occurs that may not be resolved endoscopically.¿ the instruction manual also warns that the loop may not detach if used with an incompatible endoscope, or if the loop is deployed too near the distal end of the device to avoid tangling with the hook.

Event description:
Olympus was informed that during an unknown procedure, the loop of the device became stuck on a polyp and would not release. Difficulty was reported with operating the proximal parts of the device to release the loop. The emergency treatment steps per the instruction manual were attempted but not completed. The user facility eventually detached the loop by an unknown method and completed the procedure. There was no reported adverse event.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.